Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of indecent and the current blood glucose level was 186 mg/dl. Customer also stated that the blood glucose level was 300 mg/dl for the next three days. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.